Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm® ultra xc, the needle disengaged from the syringe. No injury to the patient or injector occurred.